Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported stent dislodgement could not be determined; however, factors that may contribute to stent dislodgment include, but are not limited to, negative pressure during sheath removal, forced sheath removal, mishandling during product preparation for use, interaction with accessory devices, previously placed stents and/or patient disease state. In this case, it is possible that the reported stent dislodgement may have occurred due to inadvertent mishandling during sheath/stylet removal or preparation of the device and/or due to interaction with accessory devices, causing the reported stent dislodgement; however, this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a calcified left common iliac artery. The 8.0 x29mm omnilink elite stent delivery system was advancing over an unspecified supracore guide wire and prior to being inserted into the sheath before entering the rotating hemostasis valve the stent dislodged still outside of the patient. Another omnilink elite stent was used to successfully complete procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.